Event description:
It was reported that the pump "buttons" were not registering touch inputs, though no information was provided by the customer on if the buttons were referring to the wake button on the pump or the touchscreen buttons. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.